Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient's parent reported that the pediatric patient experienced an inaccuracy which resulted in diabetic ketoacidosis. The cgm value was 182 mg/dl but the bg finger stick value was 400 mg/dl. There were no symptoms specified, and the sensor insertion date and location were not provided. Although no treatment details or medical intervention was specified, the parent indicated the patient recovered after the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.